Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume that was identified in the logs that occurred on date (B)(6) 2011 at 17:53:59 with ultrafiltration reading of 601ml during cycle 2, indicating the home patient (hp) drained 601ml more than their maximum programmed fill volume of 1000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. An iipv event was not confirmed through event history log review. A review of the event logs for this therapy found the actual drain volume for this therapy was 1600ml, which does not meet iipv criteria for the largest prescribed fill volume of 1000ml. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.